Manufacturer narrative:
Other applicable components are: product ID: 3389s-40, lot #: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3389s-40, serial/lot #: (B)(4), ubd: 02-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacture representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that there was washout of the left burr hole due to an infection. No patient or environmental factors that may have led or contributed to the issue were reported. The issue was resolved at the time of the report. No further patient complications were reported/ anticipated as a result of this event.